Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of thrombosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries / or biliary tree. A conclusive cause for the reported thrombosis and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 - first name, last name: updated from (B)(6) to unknown unknown.

Event description:
N/a

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 and d10 are being filed under separate medwatch reports.

Event description:
Patient ID: (B)(6). It was reported that this patient with a history of renal disease has an arterio-venous fistula (avf) measuring approximately 50 cm in length in the left cephalic vein. This avf has become blocked at least three times since (B)(6) 2023. On (B)(6) 2024 three absolute pro stents (8x100, 8x80, 8x60 mm) were implanted in the 240 mm lesion in the left proximal cephalic vein and two absolute pro stents (both 7x40 mm) were implanted in the 60 mm lesion in the left distal cephalic vein. The patient underwent a kidney transplant on (B)(6) 2024. Although the patient did not have symptoms, thrombosis was found in the arterio-venous fistula (avf), approximately four months post stent procedure in (B)(6)2024. There was also significant stenosis in one of the index stents, but all five of the index stents contained thrombus. Since the thrombus was identified in (B)(6) 2024, after the kidney transplant, no treatment was required for the fistula since the fistula was no longer being used for dialysis. No additional information was provided.